Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient alleges burning pain and shocking at the scs ipg pocket site. It was also reported the patient alleges "burn spots" at the back, foot, and leg when the scs system is not in use. Surgical intervention will be taken at a later date to address the issues. On (B)(4) 2012 st. Jude medical, neuromodulation division, sent field action letters to related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected. Due to the nature of litigation, these allegations cannot be confirmed or rejected. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported.